Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that during incoming inspection a foreign material in the shape of a hair was found in a colorado needle package. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The inspection of the device provided could confirm the reported event. The manufacturer stryker instruments, cork confirmed that the size of the hair exceeded the permitted criteria. (B)(4) was already initiated for the previous complained event reporting the same failure mode (refer to pi# (B)(4)), followed by (B)(4), for (B)(4) was initiated and the current case ((B)(4)) is addressed in (B)(4). The package returned to stryker instruments, cork, will be retained to complete a device defect awareness training with the operators that did not detect the presence of the hairs in the packages when completing the inspection there have been multiple ncs for this issue type. Therefore it was escalated and linked to (B)(4)- hair in packs found at distribution centre. The CAPA is still ongoing. Summarizing all facts the root cause can be attributed to a manufacturing (packaging) related issue.

Event description:
It was reported by a company representative that during incoming inspection a foreign material in the shape of a hair was found in a colorado needle package. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.